Event description:
It was reported that the customer's insulin pump had buttons stickers that were lifted, causing the metal that connected the sensor of the buttons to fall out. The customer's blood glucose was unknown. Troubleshooting was done. The customer was unaware of how the damage occurred. The customer also stated that the b, esc and act buttons were hard to press. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit was received with unresponsive button due to corroded all buttons on keypad trace and peeling. Unit had cracked lcd window, cracked reservoir tube lip and missing end cap sticker.